Event description:
It was reported that the gastrointestinal videoscope exhibited a b30 scope communication error code. The issue was found during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1/establishment name: calm amagasaki health checkup plaza, social medical corporation aijinkai (documented here due to character limitation in respective field)

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e315. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the e315 malfunction: scope connector failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.